Event description:
The customer reported that the device restarted after delivering a shock.

Manufacturer narrative:
(B)(4). The customer reported that the device restarted after delivering a shock. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.